Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath and was found to be in ventricular tachycardia. Upon interrogation, the left ventricular lead exhibited an output issue. The patient was given an additional medication and would be scheduled for an echo cardiogram. No additional information was reported.